Event description:
It was reported that spectrum pumps will alarm for air-in-line when no air is present in the IV line. This is occurring when the pump is used in conjunction with buretrol IV sets. It was further reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.